Event description:
It was reported in an article that a questionnaire about intra-operative/postoperative complications and secondary fractures due to bkp bone cement was conducted on 412 facilities from jan 2011 to july 2013, and the number of the facilities which responded were 165 (40%). Among them bone cement leakage was 12%.

Manufacturer narrative:
Literature citation: daisuke togawa. "Results of a national survey of balloon kyphoplasty complication conference of osteoporotic vertebral fracture" (B)(4) although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.